Event description:
A report was received that the patient had a superficial infection and drainage at the pocket site. The patient was prescribed intravenous and oral antibiotics. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The physician did not confirm if the infection was device or procedure related.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.